Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were irregular biometry measurements with a diagnostic system prior to a surgical procedure.

Manufacturer narrative:
The system was examined and the reported event was replicated due to a non-conforming main printed circuit board assembly (pcba) and panel gasket, which were replaced to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 28, 2005. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming main pcba and panel gasket. However, how the main pcba and panel gasket became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).